Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer h/g ii 52mm cup shell, item#: 00661005201, lot unknown. Zimmer multilock femoral stem 12 mm, item#: 00663001200, lot unknown. Reported event was confirmed by review of operative notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unknown, unknown stem lot # unknown. Item # unknown, unknown cup lot # unknown. Item # unknown, unknown head lot # unknown.

Event description:
It was reported that patient underwent a revision due to liner wear and osteolysis approximately 18 years post-op. During revision surgery, surgeon noted no evidence of loosening or issues in either the cup or stem, so opted not to replace them.